Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, the patient developed epidural hematoma and physician decided to go back the next day and cut the lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.